Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was explanted and replaced due to lead noise. The patient was doing well post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 33.4-34.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.